Manufacturer narrative:
(B)(4). Batch number: r5756n. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lock out spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the device cut the full length of the staple line after properly formed staples were deployed? If not, please explain. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the deployed staples in the proper closed b-formation? If the stapler did fire was the staple line complete? The device partially fired. It started well first (cut & b-shape stapling) but it stopped at the middle point. It did not deliver any staples more and and it did not complete the cut line.

Event description:
It was reported that the blade stopped during firing sequence. No patient consequence reported.